Manufacturer narrative:
Based upon the complaint info and investigation, there is no evidence to suggest device failure or that the device was out of specification. In addition, the failure mode and effects analysis and the surgical technique manual were reviewed. The most probable root cause for the revision surgery was incorrect placement of the implant.

Event description:
Pt complained of pain into the posterior and lateral calf upon waking from the original ifuse surgery. A CT scan showed that the superior implant may have broached the anterior cortex of the ala. The axial and the sagittal images of the most cephalad implant appears to just barely broach the ventral cortex of the ala. The surgeon performed a revision surgery to remove the proximal ifuse implant (7.0mm x 55mm) and replace it with a shorter implant (7.0mm x 35mm). Post operatively the pt continued to complain of pain down her right leg. A selective nerve root block was performed at this l5 level, which considerably helped the pt's pain.